Manufacturer narrative:
(B)(4). At this time, no conclusion can be drawn. The evaluation of the device has not been concluded.

Event description:
It was reported that, the wheel/caster on a 980 ventilator came out of the socket. Subsequently, the device fell over. The ventilator was not in use on a patient at the time the event occurred.